Event description:
It was reported that the ventilator was in standby mode at bedside for a patient receiving non-invasive ventilation. Nursing placed the patient back on the device without starting ventilation and the device remained in standby mode leading to patient not receiving any oxygen or niv therapy. The patient subsequently went bradycardic, coded, received CPR and was finally intubated receiving full support ventilation. Final patient outcome is unknown. Risk management is not releasing any additional information on the patient. Manufacturer¿s ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No ventilator logs have been provided and no investigation of the ventilator has been requested. The user facility is of the opinion that the ventilator is functioning properly and that the cause of the event was that staff placed the patient on the ventilator without activating ventilation. The ventilator has been returned to clinical usage and no ventilator logs or any additional information have been provided. When the ventilator is set to standby, the indication ¿standby, patient not ventilated¿ is clearly visible on the screen and no waveforms or measured values are presented. The user¿s manual includes a warning that ventilation must be manually started from standby mode. In conclusion, the ventilator was left in standby mode after connection to the patient and ventilation was not started. This was the cause of the event, and it is attributed to an unintended use error. There are no indications of a ventilator malfunction at the time of the event. H3 other text: 4117.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Device related data quality updates only. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI), # h4 manufacture date. D1 - brand name. - previous brand name: servo-u, - corrected brand name: base unit servo-u d4 - version or model # - previous version or model #: servo-u, - corrected version or model #: 6694800 d4 - unique identifier (UDI)# - previous unique identifier (UDI)#: missing, - corrected unique identifier (UDI)#: (B)(4). H4 manufacture date: - previous manufacture date: 11/04/2020. - corrected manufacture date: 11/03/2020.